Manufacturer narrative:
15aug12 - lg - no RMA has been initiated for this issue. Model 65950, serial number/date code (B)(4) is approximately 2 years and 8 months old. The owner's manual part number 1160852 rev a (jul-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6), age unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
Dealer is stating "that she bought two 65950 (not the current model 65960) units and both units had braking problems. She is stating that they feel "wobbly" in a general sense. Dealer believes they were probably bought in (B)(6) 2010. Dealer alleges that one of these two units (date code (B)(4)) was involved in an incident with the (B)(6) of a nursing home flipped over when the brake failed to engage. Dealer alleges that nursing home (B)(6) did not indicate that he was injured as a result of this alleged incident. Dealer also believes that the alleged "wobbliness" of the knee walker was also a contributing factor."